Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours. Additionally, the t:slim pump user guide states: "change your infusion set every 48-72 hours." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300+ mg/dl) with mild ketones on the third or fourth day of cartridge/site use. Day one and two, bg levels were within target range. Customer treated elevated bg levels with manual insulin injection.